Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated overstress/esd (electrostatic discharge) in an integrated circuit. Analysis of the hybrid revealed high current drain, which caused early battery depletion, was due to electrical over-stress damage in the l174 integrated circuit (hall sensor integrated circuit) (u6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited potential premature battery depletion. Several interrogation attempts were made via wireless and non-wireless telemetry with multiple programmers, but no connection was able to be made with the device. The device did not respond to a magnet either. The device was deemed dead. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.